Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect control printed circuit board assembly for investigation. An investigation was performed and the reported issue was unable to be duplicated. The suspect component was subjected to thermal stress testing, with no malfunction reported. No further investigation.

Manufacturer narrative:
(B)(4). The alleged faulty user interface module, was received by carefusion on august 10, 2015, and was routed to the service department for evaluation. The service department evaluated the unit, and was able to duplicate the reported event. They found that one of the screws that holds the control printed circuit board assembly to the metal plate was over-tightened causing the screw to break apart (front and back bezel had broken inserts). Findings/ root cause: defective control printed circuit board assembly a new control printed circuit board assembly was installed into the user interface module, and tested, before it was shipped back to the customer. The defective control printed circuit board assembly was moved to the failure analysis lab for further evaluation.

Event description:
The customer reported a user interface module (uim) that freezes up after approx. 40 minutes of use. The incident occurred while the unit was in the biomed shop for preventative maintenance (pm). Carefusion technical support arranged for the user interface module to be returned to carefusion for repairs.